Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device was not received for analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. After a non-bsc guide wire crossed the lesion, a 1.2mmx15mmx142cm fg coyote fc (emerge¿) balloon catheter was advanced for dilatation. However, upon the first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed and the procedure was completed with another coyote fc balloon catheter. No patient complications nor injuries were reported.